Event description:
She alleges that it (hoyer) lift is dropping her to the floor. There is also a letter frm the (B)(6). They are trying to help her get this repaired as quickly as possible.

Event description:
She alleges that it (hoyer) lift is dropping her to the floor. There is also a letter frm the (B)(6) fire department. They are trying to help her get this repaired as quickly as possible.

Manufacturer narrative:
(B)(4) - initial (B)(4) issued mfg report # 3004493922-2011-00051. The lift was returned for an evaluation. The lift had been serviced and repaired with several other model parts. The base, mast, pump and adjustment handle were from different models. The pump had two labels on it, two different serial numbers, one covering the other. The pump functioned correctly and all levers are intact. The front caster fork was bent at the wheel and not functional. It is unknown how this damage occurred. Normal use would not have done this severe damage. The lift was in need of maintenance. (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female whose age and height are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 9805, serial number/date code (B)(4) is approximately 1 year 2 months old. The user manual part number 1024492 rev e (may-06) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female whose age and height are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.